Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator's oxygen sensor failed calibration. At this time, it is unknown if there was patient involvement.

Manufacturer narrative:
Correction: it was identified on 2018-apr-25 that the device evaluation information, patient involvement, and PMA/510k # needed to be corrected. Patient involvement was corrected to: the ventilator was not in use on a patient at the time of the reported event. PMA / 510(k) # to k151252. Evaluation codes updated. Device evaluation: evaluation summary: a service engineer (se) inspected the device and replaced the oxygen sensor. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.